Manufacturer narrative:
(B)(6). (B)(4). Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that guidewire entrapment occurred. The target lesion was located in the celiac trunk. Following placement of a 2.0 fr non-bsc micro-catheter, a 135cm transend guidewire was advanced. However, the guidewire became stuck with the catheter because it was so stiff. Both devices were removed together and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.